Event description:
It was reported the pt felt irritation and discomfort at her ipg pocket site. She stated the issue was not related to charging. The physician assistant recommended using a lidoderm patch. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.